Event description:
It was reported the rigid video scope displayed no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed that the rigid video scope had no image and error massage e104. In addition, the following reportable malfunctions were identified during the device evaluation: distorted image, r-unit (another term for the charged coupled device) degradation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distorted image cause by r-unit degradation. The cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.